Event description:
It was reported that pump displayed repeated cgm error 42 messages. There was no reported impact to the customer¿s blood glucose level. Customer was advised that pump would be replaced under warranty, was instructed to place current pump into storage mode and return it using prepaid label, and understood that pump settings and cgm connection would need to be set up on replacement pump while continuing to use current pump as backup therapy.